Event description:
It was reported to oec medical systems, inc. On 5/15/98 that an uncommanded table motion occurred to oec model uroview 2000. During a procedure the table moved without operator input. The hosp staff unplugged the table hand control switch and was able to finish the procedure without any further delays. Field service engineer was able to diagnose the malfunction to the table hand control switch. Field service engineer ordered the table hand control switch, the hosp bio-medical dept installed hand switch, tested/inspected and returned the system to current specs. Hosp reported no adverse event, death, or serious injury.